Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign body in a luer hub is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. Consistent with the event description that the needleless stand-alone connector broke off within the PICC luer hub, a circular white foreign body was seen inside the purple catheter hub. The foreign body surface appears rough, indicative of a fracture. Due to the quality of the photograph, it could not be determined if the catheter luer hub contained any additional damage. The mechanism of damage which caused the connector to break off within the catheter luer hub is unknown. It is possible that connection of an incompatible device, side load forces, or over-torquing the connection may have been contributing factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a catheter has a broken white connector that is tightly lodged inside the purple 18g hub. Despite our careful attempts, we have been unable to remove it safely. The catheter hub was not broken during the surgery or procedure. Instead, the needleless stand-alone connector was found broken approximately few days after insertion. There is currently no clarity from the clinicians at the hospital regarding how the connector broke, which subsequently led to the blockage of the hub. There was no serious impact to the patient. However, the incident did result in a delay in administering the chemotherapy drug. The event was identified during a routine dressing change, the incident led to a prolongation of the treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.